Event description:
Pt admitted with rule out mi, cad 90% rca. During ptca guidewire became embedded in right coronary artery. Retrieval was unsuccessful. Wire began to unravel. Ptca was unsuccessful. Following day pt was taken to or for CABG x 2, wire removal and replace aortic valve.